Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, pop. The patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia, and vaginal scarring and organ perforation. It was reported that the patient underwent mesh revision on (B)(6) 2012. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 09/18/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011 and mesh were implanted and on (B)(6) 2012 pelvicol was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.